Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that he had a full bladder but could not void. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.